Manufacturer narrative:
Complaint no. (B)(4). The device will be returned.

Event description:
It was reproted that a few months ago the physician was performing a declot procedure in a graft. The ptd device became wrapped around the vessel.